Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported that the infusion set tape was not sticking. No further information is available.

Manufacturer narrative:
Patient city : (B)(6). Patient country : belgium.